Event description:
Caller reported a malfunction alarm, specifically malfunction 199, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was advised to call back if the malfunction recurred and confirmed understanding.